Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on the same day after 7 days of use, the sensor wire could not be seen on the underside of the sensor pod. Patient reported that she was able to feel the tip of the wire at insertion site. At the time of the call to technical support, the patient reported that she is in fine condition.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.